Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed and no specific conclusions can be drawn. However, a representative from bbmi reviewed the reported issue and tubing set-up scenario with the reporting facility. The facility performs rapid infusions and need to regulate the flow. Based on this review, an alternative irrigation set (catalog # 313005) has been recommended. Since the facility has switched to the 313005 irrigation set, there have been no further "bubbling" issues reported. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports there is a lot of "bubbling" in the lines when using this irrigation tubing with various sizes of sodium chloride. The doctors are performing button turps with high frequency electric. The doctors had not had this issue when using irrigation tubing for flexible irrigation bags.